Manufacturer narrative:
This initial report was originally submitted on MDR #3009448963-2015-00795. This replacement MDR is to link the supplemental reports sent on MDR #2124215-2015-16531. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This initial report was originally submitted on MDR #3009448963-2015-00795. This replacement MDR is to link the supplemental reports sent on MDR #2124215-2015-16531. Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for an unrelated medical issue. An x-ray was performed and it was noted that the electrode had dislodged; however, the system was still able to sense appropriately. The electrode had been implanted using the two incision technique. No inappropriate therapy had been delivered and the impedance measurement was in normal range. The s-ICD was turned off and the patient was hospitalized until the electrode could be revised. At a later date, a revision was performed and it was noted that the suture sleeve was not on the electrode, but beside it. In addition, sutures were visible to the field representative. The electrode was successfully repositioned and remains implanted in the patient. No additional adverse patient effects were reported, the device manufacture date for this product is february 10, 2015.